Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have an overbite, which is a contraindication of treatment. This is a contraindicated patient.